Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the surgery doctor diagnosed the patient as closed craniocerebral injury. After conven tional puncture, it was found not easy to place the tube and felt stuck when withdrawn. After the tube was removed, it could be observed deformation and extrusion at drainage tube side hole. The doctor had replaced it with a new tube on the same day, and the impla ntation went smoothly. The environmental/external/patient factors that may have led or contributed to the issue was stated as follows: since the puncture needle in the lumbar cistern was slightly cocked, which was designed to facilitate the clinician to move the tube to the lumbar lacunae during the implantation process, it was easy to cause the tube to be stuck on the needle when withdrawing the tube, resulting in deformation and extrusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was planned to perform an external drainage of the lumbar cistern to drain cerebrospinal fluid; however, it was difficult to place when placing the drainage tube after conventional puncture. The pressure was obvious when the tube was withdrawn, and after it was completely withdrawn, the side hole of the drainage tube could be seen to have deformation and extrusion.